Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from a small hole on the balloon immediately after placement. The user found this event as the catheter easily fell out when the user pulled it slightly in order to check if the catheter was fixed.

Event description:
It was reported that water leaked from a small hole on the balloon immediately after placement. The user found this event as the catheter easily fell out when the user pulled it slightly in order to check if the catheter was fixed.

Manufacturer narrative:
The reported event was confirmed. Visual inspection noted one temperature-sensing foley catheter with a cut portion of the inlet tubing was received. Visual evaluation of the sample noted the balloon had burst and there was a tear across almost the entire circumference of the balloon. No missing pieces were noted. This was a failure, which states that balloon must not be torn. The catheter measured to be 14 fr. Although the reported event was confirmed, a root cause could not be determined. A potential root cause for this failure could be tooling damaged (core pins). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿to deflate and remove the balloon, attach a needleless syringe to let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.